Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding/ I was bleeding all the time/ abnormal bleeding") and pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1992, (B)(6) 1994, (B)(6) 1996, (B)(6) 2009, (B)(6) 2004)), cholecystectomy in 2006, reactive airways disease and asthma. Previously administered products included for an unreported indication: mirena on (B)(6) 2016, depo provera from 1997 to (B)(6) 2009 and morphine. Past adverse reactions to the above products included multiple allergies with morphine. Concurrent conditions included uterine bleeding and cigarette smoker (0.50 packs/day for 20 years). Family history included lung cancer ((father, paternal uncle, paternal grandmother)), heart disease, unspecified ((mother)) and sickle cell trait ((brother, mother)). Concomitant products included fluoxetine since (B)(6) 2017, haloperidol since (B)(6) 2017, ibuprofen, naproxen sodium (aleve), quetiapine since (B)(6) 2017, salbutamol (albuterol inhaler) and sertraline since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced headache ("headaches were more intense/ headaches") and migraine ("migraines"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("rashes"). In 2016, the patient experienced tooth disorder ("dental problems") and dental caries ("teeth rotted"). On an unknown date, the patient experienced investigation noncompliance ("did you undergo an essure confirmation test? No"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, headache, migraine, rash, alopecia, tooth disorder, dental caries and investigation noncompliance outcome was unknown. The reporter considered alopecia, dental caries, genital haemorrhage, headache, investigation noncompliance, migraine, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. (B)(6) 2016: surgical pathology report - pathologic diagnosis: fross description - a: received in formalin, labeled with the patient's name and "tt-fallopian tubes with essure", are two purplegray segments of fimbriated fallopian tube averaging 7.5 cm in length x 0.7 cm in maximum diameter. The serosal surfaces are smooth and glistening with one segment subsequently inked blue. Sectioning each tube reveals unremarkable lumina. Also received are two grey irregular rubbery tissue fragments measuring 1.7 x 0.8 x 0.3 cm in aggregate which may represent additional portions of proximal tube. Also received is a 9.0 x 0.5 x 0.2 cm aggregate of tightly to widely coiled portions of shiny gray metal, consistent with essure coils. There is a s parse amount of adherent soft tissue. Representative sections from the fallopian tube and soft tissue are submitted in one cassette. B: received in formalin, labeled with the patient's name and "tt-endometrial biopsy" is a 3.0 x 2.0 x 0.3 cm aggregate of tan-brown soft tissue fragments which are submitted in toto in one cassette. (B)(6) 2016: CT abdomen pelvis w contrast - impression: no acute disease or abnormality of the abdomen or pelvis. Most recent follow-up information incorporated above includes: on 24-jan-2018: case medically confirmed. New events added: headaches were more intense/ headaches, migraines, rashes, hair loss, dental problems/ teeth rotted, did you undergo an essure confirmation test? No. Histotical condition added, lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding/ I was bleeding all the time/ abnormal bleeding") and pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure (batch no. 626626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 5 (((B)(6) 1992, (B)(6) 1994, (B)(6) 1996, (B)(6) 2009, (B)(6) 2004)), cholecystectomy in 2006, reactive airways disease and asthma. Previously administered products included for an unreported indication: mirena on (B)(6) 2016, depo provera from 1997 to (B)(6) 2009 and morphine. Past adverse reactions to the above products included multiple allergies with morphine. Concurrent conditions included uterine bleeding and cigarette smoker (0.50 packs/day for 20 years). Family history included lung cancer ((father, paternal uncle, paternal grandmother)), heart disease, unspecified ((mother)) and sickle cell trait ((brother, mother)). Concomitant products included fluoxetine since (B)(6) 2017, haloperidol since (B)(6) 2017, ibuprofen, naproxen sodium (aleve), quetiapine since (B)(6) 2017, salbutamol (albuterol inhaler) and sertraline since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In 2010, the patient experienced headache ("headaches were more intense/ headaches") and migraine ("migraines"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("rashes"). In 2016, the patient experienced tooth disorder ("dental problems") and dental caries ("teeth rotted"). On an unknown date, the patient experienced investigation noncompliance ("did you undergo an essure confirmation test? No"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, headache, migraine, rash, alopecia, tooth disorder, dental caries and investigation noncompliance outcome was unknown. The reporter considered alopecia, dental caries, genital haemorrhage, headache, investigation noncompliance, migraine, pelvic pain, rash and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. (B)(6) 2016: surgical pathology report - pathologic diagnosis: fross description - a: received in formalin, labeled with the patient's name and "tt-fallopian tubes with essure", are two purplegray segments of fimbriated fallopian tube averaging 7.5 cm in length x 0.7 cm in maximum diameter. The serosal surfaces are smooth and glistening with one segment subsequently inked blue. Sectioning each tube reveals unremarkable lumina. Also received are two grey irregular rubbery tissue fragments measuring 1.7 x 0.8 x 0.3 cm in aggregate which may represent additional portions of proximal tube. Also received is a 9.0 x 0.5 x 0.2 cm aggregate of tightly to widely coiled portions of shiny gray metal, consistent with essure coils. There is a s parse amount of adherent soft tissue. Representative sections from the fallopian tube and soft tissue are submitted in one cassette. B: received in formalin, labeled with the patient's name and "tt-endometrial biopsy" is a 3.0 x 2.0 x 0.3 cm aggregate of tan-brown soft tissue fragments which are submitted in toto in one cassette. (B)(6) 2016: CT abdomen pelvis w contrast - impression: no acute disease or abnormality of the abdomen or pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-feb-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage and pain outcome was unknown. The reporter considered genital haemorrhage and pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.